Event description:
It was reported to boston scientific corporation on july 23, 2008 that a cre balloon catheter device was to be used for an unk procedure in 2008. According to the complainant, the balloon was removed from the packaging and it was noted immediately that the catheter was kinked. The balloon was placed aside and not used. The balloon had not been inflated or put near a scope. The endoscopy unit put it aside to request a replacement balloon. No pt complications were reported as a result of this event.

Manufacturer narrative:
The device has been received, but an eval has not been completed. Therefore, a failure analysis is not available, the relationship between this device and the cause of the event is undetermined. The 2008 cre balloon product family complaint trend report was reviewed; no adverse trends were noted.